Manufacturer narrative:
Radiographs were reviewed and identified the following: two ap and lateral views of the right knee demonstrate a right total knee arthroplasty with intact appearance of the femoral component. Surgical skin staples are present on two of the images suggesting recent placement. Slight change in position of the tibial tray could indicate hardware failure/implant fracture on the follow-up images. Overall fit and alignment of the implants is appropriate. Mild osteopenia. No signs of loosening or radiolucency.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address pain and tibial component fracture approximately five (5) years post-operatively. Attempts have been made, however, no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
D10 - concomitant devices - vanguard cruciate retaining femoral component right 65 catalog #: 183008 lot #: 740350, vanguard cruciate retaining tibial bearing 12mm x 63/67mm catalog #: 183422 lot #: 264909, biomet finned primary stem 40mm catalog #: 141314 lot #: 464750, biomet arcom patella 31mm catalog #: 11-150820 lot #: 117450.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was evaluated through photographic inspection and the complaint confirmed through radiographic review. Visual examination of pictures provided showed that the tibial tray was fractured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.